Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she was hospitalized due to low blood glucose levels, with a reading of 11 mg/dl. The patient stated that she had initially treated for a low blood glucose reading. She stated that her blood glucose rose to 110 mg/dl, but then went back down. Troubleshooting was performed, and found that the device was programmed correctly. The unit was not exposed to high magnetic fields. The unit passed the displacement test. Nothing further was reported.